Manufacturer narrative:
The insulin pump was received stuck in a loop for the motor error during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump passed the prime, displacement, and basic occlusion test. The occlusion and excessive no delivery alarm tests could not be performed due to the motor error alarms. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube and a cracked case near the display window corners were noted during the visual inspection.

Event description:
It was reported that the paramedics were called due to high blood glucose readings and customer was treated with a syringe. Customer's blood glucose readings continued to increase after an hour and customer was then hospitalized with blood glucose readings in the range of 500 mg/dl and ketones. Customer also stated that the insulin pump alarmed motor error during prime and the alarm is persistent. Customer's blood glucose reading at the time of the call was 104 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.